Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a bioarc sling system "to treat certain women like plaintiff for stress urinary incontinence". It was alleged that the plaintiff had "severe and permanent bodily injuries and significant mental and physical pain and suffering", "infection or inflammation, tissue abrasion", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.